Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for back pain with leg pain and n on-malignant pain. The patient reported the handset was taking anywhere from 10 to 15 mins to get a bolus and the loading screen was getting stuck at 90%. Patient said the issue started probably 6 months after they got the pump. Agent walked the patient through cl earing the data. Patient was able to connect to the myptm application and do a bolus without lag. Troubleshooting steps taken on the call resolved the issue.